Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device, the stent was found to be prematurely deployed. The returned guide wire was found to be completely advanced through the delivery system. None of the deployment modes had been used and the shipping lock was found to be attached to the delivery system. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. Insufficient flushing of the device prior to insertion of a device compatible guide wire may cause the reported event. In this case, it is unknown whether the device was flushed prior to use or not as no additional event information was provided. The premature deployment of the stent identified during evaluation may be associated with rough handling of the device during guide wire insertion, shipping, storage or preparation. On the basis of the received information, the point in time of the premature stent deployment is unknown. On the basis of the information available and the evaluation of the sample, a definite root cause for the event reported could not be determined. The IFU states: "visually inspect the distal end of the delivery system catheter to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." And "flush the inner lumen of the device with saline prior to use." Also the IFU states: "if resistance is met during delivery system introduction, the system should be removed and another system should be used." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. In this case, there was no patient involvement.

Event description:
It was reported that prior to a stent placement procedure, the guide wire failed to pass through the stent delivery system. There was no patient involvement. During the evaluation of the returned device, the stent was found to be partially released 1mm. There was no reported patient injury.